Event description:
Event description cpi received information the connection/header problems were encountered with this implantable cardioverter defibrillator (ICD). During an attempted implant, the physician was unable to insert the ventricular and atrial lead(s) into the header port.